Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer alleged the pump software intermittently did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer required assistance to consume carbohydrates to address low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and reportedly, the customer requested and approved recommended user boluses that they manually overrode to increase the amount which resulted in "stacking insulin"; this action was followed by the low bg event. Customer acknowledged and understood.